Manufacturer narrative:
Correction and preventative action (CAPA) investigation has been opened to further investigate this issue. The device referenced in this report was not returned to olympus for evaluation. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
The customer reports after an endoscopic retrograde cholangiopancreatography (ercp) using an evis lucera elite duodenoscope and a single use distal cover, what appeared to be patient mucosal tissue fell into the sink during reprocessing. Case with patient identifier (B)(6) reports the tjf-q290v used in the procedure case with patient identifier (B)(6) reports the maj-2315 used in the procedure. The nurse in charge reported this information to the surgeon, but the surgeon did not seem to be aware that the mucosal damage had occurred. Therefore, no additional treatment was given to the patient. During the procedure, it was said that the physician had no awareness of the occurrence of any health damage to the patient. Additional informamtion is being pursued, however covid-19 visitor restrictions are delaying the ability to obtain additional details at this time.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the cause of the event is likely due to the patient was not sufficiently sedated and the scope could not be intubated smoothly. It is also likely that the tissue was injured by repeatedly pushing and pulling the scope inside the patient's body during intubation process. Additionally, it is possible the tip cover was cracked prior to the start of the procedure resulting in the pre-use inspection being performed without confirming the tip cover is properly attached during the pre-use inspection. Or upon removing the endoscope with suction operative active mucous membrane entered at the edge of the tip cover (around the u-shaped slit) resulting in a piece of mucosa remains in the tip cover. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿ by handling device in accordance with the following statement of IFU (operation manual), foreign material in the biopsy channel can be detected prior to use and the suggested event can be prevented: ¿ ¿3.8 inspection of the endoscopic system: inspection of the instrument channel: 1 insert the endo therapy accessory through the biopsy valve. Confirm that the endo therapy accessory extends smoothly from the distal end. Also make sure that no foreign objects come out of the distal end. 2 confirm that the endo therapy accessory can be withdrawn smoothly from the biopsy valve. ¿ inspection of the biopsy valve: confirm that the slit and hole on the biopsy valve have no splits, cracks, deformations, discoloration, or other damage.¿ ¿ when inserting or withdrawing an endo therapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Slowly insert or withdraw the endo therapy accessory straight into or from the slit of the biopsy valve. Otherwise, the biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury.¿ olympus will continue to monitor field performance for this device.